Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury. Customer experienced 2 hypoglycemic events and the paramedics had arrived to help treat the customer. Customer's blood glucose level was 267 mg/dl. Customer advised they would receive 1/10th of the insulin the device recommended and then have low blood glucose levels. Customer advised they would go low, end up on the floor and start to sweat. Customer was advised to take 18 manual injections of 1 unit each. Customer advised the paramedics arrived due to recalled infusion sets. Customer advised they removed the insulin pump and had not experienced any hypoglycemia. Customer advised they had three insulin pumps and needed an update regarding failure analysis. Customer was advised a replacement insulin pump was offered.